Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd vacutainer® sst¿ blood collection tube has been found experiencing three occurrences of containing air bubbles in the gel before use. The following has been provided by the initial reporter: it was reported by bd employee gel air bubbles were observed in gel. Verbiage received, the complaints are for air bubbles in the gel. Complaint 3 of 3.

Manufacturer narrative:
H.6. Investigation: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for gel airbubbles with the incident lot was observed. Evaluation of the customer samples was performed and gel airbubbles was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10

Event description:
It has been reported that the bd vacutainer® sst¿ blood collection tube has been found experiencing three occurrences of containing air bubbles in the gel before use. The following has been provided by the initial reporter: -it was reported by bd employee gel air bubbles were observed in gel. Verbiage received, - the complaints are for air bubbles in the gel. Complaint (B)(4).